Event description:
It was reported that on (B)(6) 2010, the patient underwent a direct promus stenting procedure in the mid left anterior descending artery (lad) with one 3.5 x 15 mm stent and in the proximal right coronary artery (prca) with one 3.0 x 23 mm stent. On (B)(6) 2011, the patient experienced recurrent substernal chest discomfort with radiation to arms and shoulders and underwent angiography which revealed a 70% stenosis just proximal to the stent in the proximal lad, 50-60% ostial stenosis in the diagonal and an 80% stenosis in the prca just distal to the stent. It cannot be determined whether or not the lesions involved the distal or proximal edge of the stent, however, both promus stents were patent. On (B)(6) 2011, the patient underwent coronary artery bypass grafting x 3 (left internal mammary artery to the left anterior descending artery, saphenous vein graft to the first diagonal and the right internal mammary artery to the right coronary artery). The patient was discharged on (B)(6) 2011. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.0 x 23 mm promus is being filed under a separate medwatch MFR number. (B)(4) - no pre-dilatation. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. The reported angina and stenosis are listed in the promus instructions for use (IFU) as known adverse events associated with coronary stenting procedures. It should be noted that the IFU states to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the promus stent. It is not likely that the lack of pre-dilatation caused or contributed to the reported patient effects that occurred after the index procedure. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.